Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Multiple boluses were program and properly delivered its indicated amounts. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's fiance reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 40mg/dl. The customer's most current blood glucose level was 247mg/dl. The customer states they treated with glucose tube. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.